Manufacturer narrative:
The lead was subjected to an extensive analysis. Its performance was scrutinised, including a visual and an electrical inspection. The analysis of the lead revealed a rubbed through insulation in the area of the tricuspid valve. At this position, the conductor cable to the rv shock coil was found fractured. This damage can be considered as the root cause of the high shock impedance values mentioned in the complaint description. Based on the characteristics and the location of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 50 months a shock impedance increase > 150 ohm was reported via home monitoring. The patient underwent a tricuspid ring surgery in 2011. The physician decided to explant the lead and the ICD. No adverse patient side effects have been reported.